Manufacturer narrative:
The initial MDR inadvertently did not attach the article referenced in this report. Report source, corrected data: the initial manufacturer report inadvertently did not include the literature as a report source.

Event description:
An article titled ¿vagus nerve stimulation in pediatric patients: is it really worthwhile?¿ was received which detailed the impact of vns on seizures and quality of life. The study involved a retrospective review of 30 vns patients that were implanted between 2008 and 2013 at a single pediatric hospital. Follow-up periods ranged from 6 to 36 months. Mean reduction in seizures at 6 months was 38%, with a reduction of 43% at 12 months, 42% at 24 months, and 54% at 36 months. At least half of all patients were classified as responders. According to the quality of life scale, 54% of the families rated the effect of vns as either very good or good while 39% rated it as fair. The article concluded that vns is a safe palliative treatment that is generally well tolerated, partially effective for controlling drug-resistant epilepsy, and exerts a positive effect on quality of life. Adverse events related to vns were documented. One patient presented with acute urinary retention which was reported in manufacturer report # 1644487-2014-01936. One patient underwent surgery due to a device malfunction which was reported in manufacturer report # 1644487-2014-01934. This report involves one patient who developed a superficial wound infection. Redness was observed at the incision site. The patient was given antibiotics for seven days and the infection resolved. Attempts for additional relevant information have been unsuccessful to date.